Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic during follow up. Upon interrogation, the implantable cardiac monitor exhibited oversensing. The device was reprogrammed and the patient would continued to be monitored.